Manufacturer narrative:
(B)(4). Report source , foreign - (B)(6). The item and the batch are unknown, by consequence the UDI is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned for investigation

Event description:
It was reported that during the preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay superior to 30 mn.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record could not been reviewed as the lot number was not communicated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay superior to 30 mn.